Event description:
Coupling / communication issues were reported and it was suspected that the implantable neurostimulator (ins) was overdischarged. The patient last recharged about 5 months prior to report, and had been noticing a loss of stimulation for about 2- 3 months. The patient had difficulty recharging for about 4-5 months prior to report. Communication could not be established with the patient programmer or recharger. The patient had the ins implanted for damaged nerves in his legs and feet, and wished he had better pain coverage for his feet. The patient also felt a shocking or jolting sensation, which he began to notice around the time the ins battery was depleting. Stimulation would become weak so he would turn it up. Right before the ins depleted the patient felt a jolt. The patient had an appointment scheduled for (B)(6) 2012. Additional information received confirmed the ins had been overdischarged and a manufacturer representative "reactivated" stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).